Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and the neuro tip of the craniotome device were damaged. It was further determined that the device had a cosmetic defect. It was observed that the pen had wandered, the rotation was curing and the crane boom was damaged (abrasion). It was further observed that all the three ball bearings lacked the balls, cages and the inner rings. It was noted in the service order that the device could not work during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as april 18, 2018 in the initial report and has been updated to may 17, 2018. Upon further evaluation of the returned device by reliability engineering, it was determined that the device had a drilled leg tip, failed cone assessment and had corrosion. Therefore the reported condition was confirmed. It was determined that these issues were consistent with normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device failed pretest for cutter insertion(ball bearing), lock operation(rattle) and visual assessment(bracket). The assignable root cause was determined to be due to wear from normal use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.